Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed in a revision surgery on (B)(6) 2023 due to a post-op acquired infection. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in the surgery were reviewed and no nonconformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause of the reported event could not be determined. No facts suggest a causal relationship associated with the use, implantation, or explantation of a tmc device, nor any other contributions to the event. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in MDR 3011623994-2023-00223.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed in a revision surgery on (B)(6) 2023 due to a post-op acquired infection. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.